Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws closed and would not open until the release lever of the device was moved around. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
D4: serial #= na.